Manufacturer narrative:
100- other: precision performed then calibration.-all levels. Qc in range400- other: calibration. In 2008, the clinic reported seeing low results for all parameters on one patient with the cell-dyn 1700 instrument. The customer reported that 2 levels of controls were in range in the morning. No troubleshooting had been performed. The customer faxed 2 reports, the cell-dyn 1700 data reports and the report for the other lab. The sample was in an edta tube and the same sample was sent to the other lab. There was no impact on patient management. The instrument was calibrated using lot 0981, expiration date of 10/06/2008. The customer requested a service visit. The service visit was cancelled. The customer performed a precision, which passed, then calibrated and ran qc. All parameters passed. The issue of low results was resolved. Review of the instrument complaint history in the complaint analysis trending system/investigator database found one complaint to this event and one ticket several weeks after this event, which were also resolved by calibration. The customer reported controls out of range after power outage in the lab. Precision was within specification. Customer calibrated and issue was resolved. The customer reported controls mcv out of range high on low; plt out of range low on low and normal. Customer performed supplemental aperture cleaning, observed disconnected tubing near wbc transducer. Requested service. Canceled service. Precision was within specification. Customer calibrated and qc was within specification. Issue resolved. On a follow-up call in 2008, the customer reported that all controls were within specifications and no suspicious results have been generated since the original event. The lab consultant visited recently and did maintenance and cleaning on the instrument. The instrument was performing within specifications. The cell-dyn 1700 system operators manual (03h58-01, revision e) provides calibration information under section 6. On the initial run, three of the four measured parameters were out of range low. The customer followed the recommendation of the operator manual for dispersional data alerts (result that falls outside a laboratory action limit) to follow a laboratory protocol such as repeating the sample (pages 2-25 and 3-23). Review of the results recovered from two different instruments on the same specimen suggests that the initial result may have been a short sample. The initial results are about half the value of the second results for all measured parameters (wbc, rbc, hgb, plt). Instructions for running samples on page 5-19 instruct the operator to deeply immerse the probe in the sample and then remove the sample after the probe has moved up through the wash block. If the sample is removed before the probe begins upward movement to the wash block, the sample draw may not be complete. Review of domestic and international complaint analysis trending system (cats) and trending analysis support system (tass) trend analysis reports on the mtrs database for the months of 2007 through 2008 have been evaluated for the complaint issue on cell-dyn 1700. No adverse trends have been identified regarding issues with low results on all parameter of patient samples on the cell-dyn 1700 instrument. No product issue was identified for the cell-dyn 1700 instrument, list number 03h53-01, for issues with low results on all parameters of patient samples. There was no systemic issue found for the cell-dyn 1700 product. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn 1700 analyzer is generating out of range low results on parameters when compared to another cell-dyn analyzer. The initial results for one patient sample was wbc=2.4 k/ul, rbc= 2.47 m/ul and hgb=5.1 g/dl. The sample was then sent to another lab and tested on a cell-dyn analyzer (platform not provided), the results were wbc=5.0 k/ul, rbc= 4.27 m/ul and hgb= 8.9 g/dl. There is no impact to patient management reported.